Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following field: h3, h4, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified. The cleaning brush could not be passed through due to clogging; therefore, it was likely that reprocessing was not conducted properly. However, a root cause could not be determined. The events can be detected and prevented in accordance with the following sections of the instructions for use: "detection methods are written in IFU: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Prevention measures are written in IFU: gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope." Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the adhesive was stuck inside the biopsy channel of the colonovideoscope. This occurred during reprocessing. There were no reports of patient harm or injury.